Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15350590 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No excursions or non-conformances were found for this issue under lot 15350590. The DHR review indicates that the product was tested and inspected per established manufacturing requirements. This is 1 of 3 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00374, 1058196-2011-00375, and 1058196-2011-00376. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During placement in the aneurysm, three orbit mini complex coils ((B)(4)) stretched. During repositioning, the coil remained in the aneurysm, while the sl 10 microcatheter (mc) was repositioned. After the event, all the coils and delivery systems were removed from the patient without any issues, and the same mc was utilized to complete the procedure. The mc was not re-shaped, and an adequate and continuous flush was maintained through the mc at all times. There was no resistance when the coils were inserted in the mc or kinks in the mc that may have contributed to the event. A balloon/stent remodeling product was not used during the procedure, and no additional force was utilized to advance or remove the coil/delivery systems. The saccular aneurysm was 11.3, neck was 4.2. The procedure was completed similar products, and without serious injury reported with the event. No further information is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15350590 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. The device was not received for analysis. It was reported that the noncordis microcatheter was repositioned over the coil which was deployed in the aneurysm. The instructions for use cautions that repositioning the catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. Additionally, it is possible that coiling of the wide necked aneurysm without neck remodeling may have required excessive coil manipulation. Procedural factors including aneurysm characteristics and device manipulation and interaction may have contributed to the reported coil stretching. With review of the available information and the device history records, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is 1 of 3 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00374, 1058196-2011-00375, and 1058196-2011-00376.

Manufacturer narrative:
This is 1 of 3 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00374, and 1058196-2011-00375. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During placement in the aneurysm, three orbit mini complex coils (637mf2545, 637mf0304 and 637mf3575) stretched. During repositioning, the coil remained in the aneurysm, while the sl 10 (mc) microcatheter was repositioned. After the event, all the coils and delivery systems were removed from the patient without any issues, and the same mc was utilized to complete the procedure. The mc was not re-shaped, and an adequate and continuous flush was maintained through the mc at all times. There was no resistance when the coils were inserted in the mc or kinks in the mc that may have contributed to the event. A balloon/stent remodeling product was not used during the procedure, and no additional force was utilized to advance or remove the coil/delivery systems. The saccular aneurysm was 11.3, neck was 4.2 and neck to sac ratio was 7.8. The procedure was completed similar products, and without serious injury reported with the event. No further information was available.